Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a "brownish" colored liquid leak in the coulter lh750 hematology analyzer. The customer reported they observed the leak around port 156 but could not locate the exact source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the tubing through vl53b had a crack and was leaking. The fse replaced the tubing. The tubing through vl53b collects the waste from the flowcell which includes both differential and retic wastes.

Manufacturer narrative:
(B)(4).